Event description:
It was reported that this right ventricular lead was replaced. The reason for replacement was not stated. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).